Event description:
It was reported that the upon interrogation the pulse generator exhibited a telemetry anomaly. A device replacement would be scheduled for elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal battery depletion.